Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's mother reported their sensor breaking. It was reported that the mother states the needle separated from the sensor during the insertion process. The mother states it was the last sensor from the batch. No further information was given.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the cannula whole with no broken or missing parts.